Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.42 lbf (specification: average 3.5 lbf max).

Manufacturer narrative:
(B)(4) - blade does not cut. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient had a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the product worked normally, but after two-thirds of the myoma was cut, the blade was getting dull and then eventually the blade did not cut the myoma at all. Another like device was used to complete the procedure. There were no adverse consequence to the patient.